Event description:
Additional information was provided that in the surgeon's opinion the cause of the event was likely a combination of poor trailing haptic folding and injector tip being bent from previous use. Reused injector would be referring to the handpiece.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was scratched while being inserted through an injector and a cartridge. The iol was replaced in the same procedure with no reported harm to the patient. There are two medical device reports associated with this event. This report is for the injector. Additional information has been requested.